Event description:
It was reported that an acculink stent was implanted in the right internal carotid artery.

Manufacturer narrative:
(B)(4). This supplemental is being filed to correct the name of the stent that was listed in the narrative. It was an acculink stent, not an xact stent as initially reported.

Event description:
It was reported that three days after the implantation of the xact stent in the right internal carotid artery, the patient experienced an intracranial hemorrhage that was confirmed with a CT scan of the head. The patient underwent a left posterior frontal craniotomy with the evacuation of the intracerebral hematoma. The patient is recovering at the hospital. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Heparin. Embolic protection: rx accunet ((B)(4), lot # 9092251) there was no reported product deficiency. Hemorrhage is listed in the product instruction for use as a known potential adverse effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.